Event description:
The surgeon inserted a cc4204bf one piece collamer lens. The lens tore in two pieces. The lens was removed and a suture was required to close the wound. The reporter stated that the lens tear was due to loading.